Event description:
Caller states that a patient reportedly received the following results on an active meter, compared to lab results, within 10 minutes: 28.9 mmol/l (meter) and 11.0 mmol/l (lab). Patient was taken to hospital via ambulance; treatment received was not provided. No product to be returned due to legal and custom restrictions in (B)(4).

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is unavailable for return.